Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 5. It was noted imaging was challenging during the procedure. An xtw clip was inserted and placed on the tricuspid valve without issues. While attempting to deploy the clip, it was noted the clip did not detach from the mandrel. Troubleshooting was performed and the clip was deployed. However, it was observed the clip had detached from the septal leaflet and was attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda, two additional clips were implanted, reducing tr to a grade of 1. There as no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported difficulty deploying the clip. The reported slda appears to be due to the troubleshooting maneuvers of the difficult to deploy. The reported unexpected medical intervention was a result of case specific circumstance as two additional clips were implanted to stabilize the slda clip.